Event description:
On (B)(6) 2013, pt developed cp and sob upon coming home from work. Wife decided to drive him the 2 miles to our "sister" facility. In the ER parking lot, pt had cardiac arrest CPR initiated and initial rhythm was v-fib. After multiple defibrillations, rhythm shows diffuse st elevation. Transferred emergently to our facility for cath/pci. Films reveal 100% occlusion with thrombus of the prox. Lad. Thrombectomy performed with multiple passes restoring flow. Predilation with 2.5x20 trek, and a 2.75x28 multi link vision stent deployed with good results. Medicines included heparin, asa, angiomax, integrilin, and an initial brilinta dose, then plavix to continue through rest of hospital stay. (Pt still in hospital (B)(6) 2013 0800 return of st elevation. To ccl emergently, and films reveal 100% thrombotic occlusion of proximal portion of previously placed stent in prox. Lad. Initial predilation with 2.0x30 mini trek, and thrombectomy with multiple passes. Proceeding with series of inflations using 3.0x30, 3.5x30, 4.0x30 ncquantum apex's, with ultimate placement of 4.0x28 multi link vision stent through previously placed stent. Plavix changed to brilinta, and given in ccl, pt discharged (B)(6) 2013 with medicines including asa and brilinta.